Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that the event involved a male pt with in the cath lab. The md inserted the prepped intra-aortic balloon (iab). Per instruction, into the teflon sheath via the left femoral artery successfully. When the fiberoptix sensor (fos) connector was connected after insertion to the pump, a message "fos signal weak" appeared on the display. As a result, the iab was removed with the teflon sheath as one unit and replaced with a new prepped iab. Per instruction, via the same insertion site. There was no delay or interruption in therapy. There was no medical / surgical intervention required. No report of pt death, complications or injury. The pt outcome is good. Reference MDR #1219856-2011-00324 for the second event involving the same pt.